Event description:
Event description cpi received information that during attempted implant of this implantable cardioverter defibrillator (ICD) a shorted lead indicator was displayed. The physician elected to implant a new pectoral system.